Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the battery oscillator device contacts were corroded, there was an unknown liquid inside the unit, the motor made an unusual noise and had vibration while running, the lock spring was broken, the trigger stop ring was damaged and the electronic control unit (ecu's) edge was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time and improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the battery oscillator device was not holding the cutter device. During in-house engineering evaluation, it was determined that the device had vibration while running. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.